Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection for the prevention of cement progression in the diaphysis utilizing the tornier cement restrictor during implant procedures" that contains collected data on the usage and the outcomes of cement restrictor. The data was collected between 28 nov 2022 and 20 jan 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: neuropathy associated with cement migration in 2 cases it is for patient 2 out of 2.